Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. Following pre-dilation, a 2.50mm x 20mm emerge balloon catheter was advanced into the lesion; however, the balloon burst due to severe calcification. The procedure was completed with another of same device. No patient complications were reported, and the patient condition was good post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the tightly folded balloon. At 3mm distal to the bicomponent weld of the device, for a length of 1mm, the guidewire lumen was punctured and prolapsed. Product analysis confirmed the reported burst, as the guidewire lumen was punctured. Analysis could not confirm the reported crossing difficulties, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. Following pre-dilation, a 2.50mm x 20mm emerge balloon catheter was advanced into the lesion; however, the balloon burst due to severe calcification. The procedure was completed with another of same device. No patient complications were reported, and the patient condition was good post-procedure.